Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of event occurrence. The philips field service engineer (fse) inspected the system on site and confirmed that the flexvision would not boot up intermittently. To resolve the issue, the fse reinstalled the flexvision application software and restored the backup configuration. After which, the system was returned to good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision was intermittently unable to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.